Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 159 mg/dl. The customer stated that he had his pump for about a year now and the keypad continues to scroll up. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.